Event description:
It was reported that during insertion the tip of the dilator bent and the swg kinked. After placement of the swg, the dilator was inserted and the tip got bent. They tried to place the catheter over the swg, but were unsuccessful. After the catheter and swg were withdrawn, the swg was noted to be kinked. As a result, a new kit was opened and placed successfully. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).